Event description:
It was reported though a medwatch report that the patient was admitted in 2021 for complaints of lvad driveline exit site drainage with a fever. Driveline culture positive for staph aureus. Started on intravenous (IV) antibiotics which were transitioned to antibiotics by moth upon discharge in 2021. Patient admitted in 2021 for continued driveline drainage and fever. Driveline and blood cultures sent were positive for staph aureus. Blood cultures negative starting in 2021. The patient was started on IV antibiotics that continued after discharge in 2021. Patient seen in po clinic in 2021 at which time IV antibiotics were discontinued and oral antibiotics were initiated. Patient was admitted from the local emergency department (ed) in 2021 with complaints of fever and impaired memory. Driveline and blood cultures were sent in 2021 were positive for staph aureus. A parasternal abscess was noted for which the patient was taken to the operating room in 2021 for incision and drainage of the abscess, removal of sternal wires and removal of implantable cardioverter defibrillator (ICD). Blood cultures negative starting in 2021 in which the patient was started on IV antibiotics which were continued after discharge in 2021. Patient admitted in 2021 due to hematoma formation at the former ICD site, the patient was taken to operating room for incision and drainage on this site in 2021. Driveline culture sent in 2021 were positive for staph aureus. Blood cultures sent on three different dates in 2021 were positive for staph aureus. Patient discharged and continued antibiotics in 2021. The patient was readmitted in 2021 due to overnight fever and positive blood culture in 2021. Driveline and blood cultures sent in 2021 were both positive for staph aureus. Decision made by the lvad team to change out the patient¿s heartmate 3 lvad pump due to continued bacteremia despite IV antibiotics. The patient was taken to the operating room on in2021 for the pump exchange. The surgeon noted infected tissue along the driveline entering the chest and outflow graft as well as an infected area surrounding the lvad. Surgery went well. The patient was discharged to home in 2021.

Manufacturer narrative:
Voluntary mw number mw5105764 was received 11jan2022. Serial number and patient information remains unknown. The information was not releasable according to the medwatch form. Manufactures investigation conclusion: the pump was exchanged and current pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.